Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient could not move there neck and the pump crippled them. It was noted that the pump was removed. When this all started the patient was experiencing their hands started swelling, could not close them up, were cramping, and was hard to turn their head and look over their shoulder. The patient ankles also started swelling. No further complications were reported/anticipated.